Manufacturer narrative:
On (B)(6)2019, additional information was received indicating the complaint product is not available for return because it has been discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, the manufactured date and expiration date have been provided. Therefore, fields expiration date and device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.  Manufacturer's ref # (B)(4).

Manufacturer narrative:
Still pending is the manufacturer record evaluation. Therefore, a supplemental report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap and hemostatic valve detachment occurred. It was initially reported that by mistake the preface® guiding sheath with multipurpose curve was used in combination with smarttouch sf catheter. When the catheter was removed from preface® guiding sheath with multipurpose curve in order to switch to smaller a lassso catheter (and introduce smarttouch sf into larger 8.5f sheath) the cap of the preface® guiding sheath with multipurpose curve including the hemostatic valve tore off. However, cap could be re-attached and the procedure successfully continued with the same preface® guiding sheath with multipurpose curve. It was later reported that the detachment of the hemostatic valve and the brim cap was total. However, since the proximal end of the sheath outside of patient was affected, physician was able to reattach the cap and continue the procedure. There was no resistance or difficulty inserting or removing the catheter, there were no listed or sharp rings and there were no damage that resulted in exposed wires. The issues of brim cap and hemostatic valve detachment have been reviewed and assessed as MDR reportable malfunctions.